Event description:
Safari guidewire was successfully inserted in patient's left ventricle. Initial deployment of the 27mm lotus valve showed that bioprosthesis was tilted with respect to patient's anatomy. Decision was taken to resheath the valve as per dfu aiming to a better placement. During second attempt a sudden blood pressure was noticed and the echo assessment showed tamponade. Despite the efforts of the physicians to deal with the issue the patient unfortunately expired.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product cant be performed. The manufactured batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. Reviewing all details: it appears that clinical and or procedural factors may have impacted on the reported event.